Event description:
Lead dislodged due to extreme physical movement by patient. Upon removal and examination of the lead, tissue was found to be stuck in the helix. A new lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.